Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
Report received that the 840 ventilator went into safety valve open while in use on a patient. The patient was removed from the ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and the customer reported condition was confirmed. The se replaced the power supply. The ventilator passed calibrations, short self tests (sst), and extended self tests (est).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.